Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant estimate based on date of publication. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the coronary stent system multi-link vision rx, otw instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article: predictors of adverse events among patients undergoing primary percutaneous coronary intervention: insights from a pooled analysis of the comfortable ami and examination trials. The rx xience referenced is being filed under a separate manufacturing report number.

Event description:
It was reported through a research article identifying a xience stent and/or a vision stent that may be related to a cardiac death. Specific patient information is documented as unknown. Details are listed in the attached article, titled predictors of adverse events among patients undergoing primary percutaneous coronary intervention. No additional information was provided.